Event description:
Urinary retention, development of urethral polyps, chronic pain, pudendal neuropathy, neurogenic bladder, bowel dysfunction. Dates of use: ongoing, (B)(6)2007 - (B)(6)2010. Diagnosis or reason for use: pelvic prolapse.